Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with 5 bd tube sst ii plh 16x100 6.0 usi gld ce there was red cell hang up and missing additive discovered. There was no patient impact. The following information was provided by the initial reporter: fibrin mass with entrapped red cells in 6ml sstii advance serum gel tubes after centrifugation. Phenomenon is seen last 4 days (from 4 collections during night and 1 collection during day) in samples from intensive care units. This leads to blocked probe needles and delays and result reporting. No impact on patient reported.

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin and red cell hang up was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin and red cell hang up was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, fibrin and red cell hang up, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin and red cell hang up based on photos only. Bd was not able to identify a root cause for the indicated failure mode." H3 other text : see h.10.

Event description:
It was reported that after centrifugation with 5 bd tube sst ii plh 16x100 6.0 usi gld ce there was red cell hang up and missing additive discovered. There was no patient impact. The following information was provided by the initial reporter: fibrin mass with entrapped red cells in 6ml sstii advance serum gel tubes after centrifugation. Phenomenon is seen last 4 days (from 4 collections during night and 1 collection during day) in samples from intensive care units. This leads to blocked probe needles and delays and result reporting. No impact on patient reported.